Event description:
Stroke surrounding the right sided stimulator. On (B)(6) 2010, pt had implantation of bilateral dbs for dystonia. Upon awakening the evening of surgery, the pt experienced facial drooping and problems with understanding her speech. On (B)(6) 2010, symptoms continued and she progressively had problems with putting sentences together, talking very slowly, and had difficulty understanding what was being said to her. On (B)(6) 2010, she developed left hemiparesis. Pt was transferred to rehab unit on (B)(6) 2010 and discharged home with mother on (B)(6) 2010. Upon discharge, pt was full transfer alone and one handheld assist with gait due to impulsivity and poor motor planning. Clinically, pt was nearly back to baseline. Pt will be scheduled for outpatient therapy if needed. F/u info 07/27/2010: all motor symptoms from stroke have resolved. Family reports cognition is at baseline and possibly better than prior to implants.